Event description:
Device malfunction: difficulty removing device. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in use of the starclose device, achieved common femoral arteriotomy closure after a diagnostic procedure. The clip was deployed without incident; however, extra force was required to remove the device. Hemostasis was achieved with the clip. There was no patient effect. Reportedly, the physician felt that the device worked as expected and possibly the skin incision was too small. Though requested, no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.